Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforating the interstitial portion of the tube') and embedded device ('coil has tracked into the myometrium/essure coil in the interstitium and mesosalpinx of the left/essure coil within the paratubal fissure and myometrium in the right') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, asthma, fibromyalgia, pelvic pain and uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (operative hysteroscopy with hysteroscopic removal of essure coil and surgery to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation and embedded device outcome was unknown. The reporter considered embedded device, fallopian tube perforation, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: left: the device was then deployed without any difficulty with only a single coil in the endometrial lumen right: the device was deployed without any difficulty and six coils were noted within the lumen of the uterus concerning the injuries reported in this case, the following ones were reported via social media : medical device removal. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporters information added event: medical device removal were updated to perforating the interstitial portion of the tube .new event: coil has tracked into the myometrium/essure coil in the interstitium and mesosalpinx of the left/essure coil within the paratubal fissure and myometrium in the right , pelvic pain female, abnormal uterine bleeding were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal.